Manufacturer narrative:
B5: describe event or problem: updated. E1: initial reporter facility name: (B)(6).

Event description:
Synergy china registry: it was reported that unstable angina pectoris occurred. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending up to distal lad with 90% stenosis and its length and reference vessel diameter were unknown. The target lesion #1 was treated with pre-dilation and followed by 2.25 mm x 28 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. In (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event. In (B)(6) 2023, the event was considered to be recovered/resolved, and the subject was discharged on the same day on aspirin and clopidogrel. It was further reported that in october 2022, the target lesion #1 was located in the proximal lad extending up to middle lad with 90% stenosis and it was unk mm long and unk mm reference vessel diameter. Furthermore, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment in (B)(6) 2023.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. On (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending up to distal lad with 90% stenosis and its length and reference vessel diameter were unknown. The target lesion #1 was treated with pre-dilation and followed by 2.25 mm x 28 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event. On (B)(6) 2023, the event was considered to be recovered/resolved, and the subject was discharged on the same day on aspirin and clopidogrel.